Manufacturer narrative:
As reported in a research article, an additional procedure using coil embolization was done after pda closure with a amplatzer vascular plug due to a residual shunt. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, document 600539-003 "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
It was reported through a research article identifying amplatzer vascular plug that may be related to needing an additional procedure with coil embolization in a 19 day old patient. The device was implanted in a pda closure procedure. However, shortness of breath persisted and a second cardiac catheterization was performed. Significant residual shunt was observed and coil embolization was performed. Specific patient information is documented as unknown. Details are listed in the attached article, titled "microcoils in plug. Novel rescue technique for residual shunt after pda closure."